Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs. Blood glucose event. Troubleshooting was performed. The sensor glucose was¿ 7.1 mmol/l, and the blood glucose value was 12.5 mmol/l which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs. Blood glucose event. It had been at least 15 minutes since the blood glucose value that resulted in calibration not accepted was entered. No harm requiring medical intervention was reported. It was unknown whether the customer would continue to use the device and the sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.